Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured silicone implants." Device remains implanted. This record represents an unknown side.

Event description:
Healthcare professional reported "ruptured silicone implants." Healthcare professional later confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on (B)(6)2021 with lot number 1284743. Analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on radius assessed as a surgical impact opening; for the stress mark in the shell, missing shell and a 40 mm dark patch edge material inside gel device was observed. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as a surgical impact opening. Missing shell assessed as inconclusive."